Event description:
It was reported that patient experienced eight infusion sets were accidentally pulled out during use due to tubing catching on something or pump falling event on (B)(6) 2026. Due the event, patient experienced high blood glucose level and was treated with correction injection via multiple daily injections. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 5 of 8. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.